Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a non-calcified vessel. An 8.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post procedure.

Manufacturer narrative:
(B)(6).